Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt lost stimulation and never had effective stimulation in her pain pattern. The pt also needs to undergo a contra-indicated procedure. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had her system explanted. The pt did not have any complications postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.